Event description:
It was reported that the patient's generator was interrogated and high impedance was found. The patient's generator was disabled. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.

Event description:
Information was received that the patient's vns was removed. The explanting facility historically does not return explanted products so device return is not expected.